Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A prosthesis officer reported that during an intraocular lens (iol) implant procedure, there was a lens folding issue and the lens was scratched. According to the surgeon's opinion the lens introducer caused or contributed to the event. The scratched iol was not implanted. No surgical intervention was required and the performance of the device did not cause a serious patient injury.

Manufacturer narrative:
Evaluation summary: one handpiece injector was returned for evaluation for the injector causing a scratched lens. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. The handpiece injector was manufactured in june 2013. A visual inspection of the iol handpiece injector was performed and was deemed nonconforming for an unrelated complaint issue. Small gouges are present behind the front plunger head section on the top side. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed conforming. The injector, with an approved lens, cartridge and viscoelastic were functionally tested and deemed acceptable. The lens was delivered without any damage. The evaluation does not confirm the injector is the cause of the scratched lens. The root cause of how the lens became scratched cannot be determined from this evaluation. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).